Manufacturer narrative:
1 sample was received for evaluation. Visual inspection was performed. No damage could be detected. Air cuff symmetry test was performed. When inflating the unit with air, the cuff inflated but cuff sees asymmetrical. When measuring the cuff, the percentage for the symmetry was 32.5%. This result is below 33.3% that is the minimum acceptable. Based on the test, sample is out of specification. The complaint was confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The assembly process was performed according to the procedures listed above. The training was reviewed and it was confirmed that the personnel had the trainings up to date. An internal corrective and preventative action was issued in order to determine the root cause and implement proper corrective actions. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, using 3ml of water, the cuff was found to be asymmetrical. Water was taken out of the cuff and reinserted with the same issue happening. No patient injury reported.